Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the approprieate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "shield reset button would not stay activated" was due to the intermittent arming of the device. The obturator handle is welded during the assembly process.

Event description:
It was reported during an unknown procedure the shield reset button would not stay activated and the trocar was not used. There was no pt consequence. 12/1/97 rep reports a new trocar was opened to complete the case.